Event description:
A radial jaw was used for a diagnostic bronchial biopsy. During the procedure, one of the forceps failed to close as the result of a broken pull wire. There is no further info regarding this event.